Event description:
It was reported that they could not interrogate the pacemaker and received error messages and did not respond to magnet. Patient was reported to have recently fallen. Another programmer was used. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.